Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. It was noted that the defib conductor was distorted and the helix was distorted/bent.

Event description:
It was reported that during the implant procedure, there was implant difficulty and the lead would not function once in position. The lead was not implanted. No patient complications have been reported as a result of this event.